Manufacturer narrative:
A supplemental MDR is being submitted due to receipt of the device and product evaluation findings. Sections b4, d9, g3, g6, h2, h3, h6: type of investigation, investigation findings, investigation conclusions, and h11 has been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The returned device was visually examined and showed one bent strut on the inflow side of the crimped valve. After expansion, the same strut remained bent, and the leaflets appeared wrinkled and dehydrated, consistent with prolonged crimping during return handling. Due to the nature of the complaint, no functional or dimensional testing was performed. The complaint was confirmed through visual examination. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imaging was provided and reviewed and the 3mensio revealed that the patient's access vessel had presence of calcification as well as undersized vessels. Per the instructions for use (IFU, the required minimum luminal diameter (mld) for a 14fr sheath is 5.5mm. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint for frame damage was confirmed based on the returned device. Available information suggests patient factors (calcification, undersized vessels) and/or procedural factors (excessive device manipulation) likely contributed to the event as reported. "During the procedure, the valve was pushed out of the loader cap into the sheath where the struts of the valve punctured the expandable portion of the sheath in two spots" and "this led the valve to get stuck at the partially expandable portion, where two struts punctured the sheath." Additionally, per 3mensio imagery, the patient's access vessel has calcification and undersized vessels. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, a patient underwent a transfemoral tavr procedure with a 26mm sapien 3 ultra valve in aortic position. During the procedure, the valve was pushed out of the loader cap into the sheath where the struts of the valve punctured the expandable portion of the sheath in two spots. The delivery system, valve, and sheath were removed and a new system was prepped and used to successfully complete the surgery. The event was attributed to esheath insertion at an acute angle, which caused excessive push force from the commander system and inability to advance the delivery system through the sheath. This led the valve to get stuck at the partially expandable portion, where two struts punctured the sheath. The patient remained in stable condition and was discharged. The devices will be returned with the valve remaining on the delivery system. As per follow-up with the fcs, the sheath was punctured in two spots at the partially expandable section. The initial valve was damaged, showing flared struts. No difficulty was encountered inserting the esheath, and the expansion tool was used. The loader was fully inserted into the esheath housing, which was positioned at a steep angle. The system was withdrawn as a single unit without difficulty. The transcatheter heart valve (thv) was crimped and the delivery system prepared according to IFU. There was no patient injury.